Event description:
Procedure: c-section. Reportedly, in 2002, the pt had a leiomyomectomy. And in 2005, she had a c-section. After the surgery, a foreign object was found in the pt cavity with an x-ray check. The pt agreed to leave the foreign material in her body, and to retrieve it when she has another c-section for her second child. On in 2006, she had a c-section, then the foreign material was retrieved. It was a blue plastic material.